Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , service repair noted the phenomenon was not reproduced . However, the following findings were identified during device inspection: angulation in the up direction is out of standards due to worn of angle-wire. There is crease at the camera (ccd )lens. The adhesive part of a-rubber ( ar) is broken. There is crumple at the connecting tube. There is crease at the switch 3 ( sw3). There is corrosion at the electrical connector (el-connector) due to leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of "disinfection without a waterproof cap". The issue found at reprocessing. The device was replaced. The intended procedure (diagnostic) was completed using similar device. No harm was reported. No patient injury, no user injury reported. This report is being submitted for problems related to reprocessing, insufficient or incorrect reprocessing . Reprocessed with the different procedure from the instruction manual (including cases where leakage test is not performed properly).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the user's handling deviating from the reprocess instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: "the electrical connector of the endoscope is not waterproof. Before immersing or leakage testing the endoscope, always attach the water-resistant cap. Otherwise, equipment damage may result." Olympus will continue to monitor field performance for this device.